Event description:
Laparoscopic mesh tacker malfunctioned; per doctor, another hand piece was obtained, with the same results. Some of the tacks from each tacker were able to be placed correctly in the mesh inside patient's insufflated abdomen. A secure strap tacker was obtained, and the procedure continued without incident. Rn was informed, and both hand pieces were placed in red bio-hazard bags and taken to rn's office. I spoke to the product rep, who said she will be following up with rn and doctor. There was no harm to the patient.